Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that approximately two years to the post port placement procedure, the contrast medium was allegedly leaked near the neck. Port system was removed. There was no reported patient injury.

Event description:
It was reported that one year and nine months post port placement procedure, the contrast medium was allegedly leaked near the neck. Port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported leak and identified fracture, deformation and wear issues as a partial compound break was noted approximately 5.9 cm from the distal end of the cath-lock. The edges of the partial compound break was noted to be rounded and the break surface was smooth and granular. A partial circumferential split was noted approximately 6.8cm from the distal end of the cath-lock. The edges of the partial circumferential split was also noted to be rounded with granular surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6(device, method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.